Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to an in-clinic follow-up on 22 dec 2020 with extracardiac stimulation due to their implantable pacemaker being in backup vvi mode. The device was restored successfully, but the healthcare worker required extra assistance from a company representative to help fine tune the device on 23 dec 2020. Patient was stable after the event.